Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones and upon follow up, demonstrated an elective replacement indicator (eri). There is a concern the battery on this device has depleted prematurely.